Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred during basal and bolus delivery. Customer's blood glucose ranged from 80-150 mg/dl at the time of the report. Reportedly, the customer continued using the pump and had manual injections as alternate insulin therapy.